Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/06/2017 with the following findings: during investigation, the battery cap and battery compartment were undamaged and were able to fit securely. The battery cap contact heights and widths were within specifications. The pump powered up with auditory and vibratory alarms to a blank screen. The reported complaint of intermittent power was unable to be investigated due to the blank display. The pump cover was removed to find a cracked eeprom. An eeprom failure was found to be the cause of the blank display.